Event description:
It was reported that balloon rupture occurred. The balloon used to the lesion, the balloon ruptured at 10 atm during the inflation. Then it was replaced with a new product and the operation was continued. No complications were reported.

Manufacturer narrative:
The product was returned for investigation. A rupture was found on the distal shaft near the proximal side of the balloon. It is considered that the reported event was caused by local contact with another device or a hard surface; however, the exact cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.